Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer )was incorrectly documented in the initial MDR 30 day report. The correct manufacture date is july 26, 2016. In addition, the MDR 30 day follow up #1 report was sent as duplicate information in error.